Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. After a fall the hcp took x-rays that confirmed both leads had moved a significant amount/migrated and a revision surgery was completed on (B)(6) 2017. The hcp attempted to put a new lead up next to the existing leads, but it was unsuccessful. The hcp attempted to push the existing leads up and after several attempts was able to move the leads up very little to the top of t10. The hcp then decided to leave them. All existing registered implants were still implanted and in use. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.